Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had image and light repeatedly disappeared. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure light repeatedly disappeared was confirmed, and the image repeatedly disappeared was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to disconnection in led, light intensity of normal light does not meet the standard value. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in led, light intensity of normal light does not meet the standard value. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.